Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the malfunction was likely caused by an expected or random component failure, with no evidence of a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the adhesive on the objective lens of the flex deflectable videoscope was chipped, and the light guide cover glass and channel ring were missing. There was no patient involvement.